Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. During device interrogation, the right ventricular lead exhibited high capture thresholds. The physician suspected that clavicular crush resulted in lead fractured that was compounded by patient falling several times. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016.